Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had low audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having low audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed and passed all the relevant testing. A global receiver communication tool test was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. The speaker audio intermittent tests were performed and passed. Speaker resistance was measured and passed. The reported event of a low audio output was not confirmed. A probable cause could not be determined.